Manufacturer narrative:
The customer¿s report that the pcu stopped working was confirmed in the pcu event log. The pcu event log review identified a battery discharged event where a low battery warning alarm occurred which was followed by a discharged battery alarm. The logs showed that the pcu powered off immediately after. The pcu battery log showed no indications of a previous battery conditioning having been performed on the battery. The battery date code indicated the battery is over 4 years old. The pcu was received with contamination observed on the male iui (pins 13 and 14). Fluid contamination was observed on the male iui housing leading down the right side of the case. A run time test was performed on the pcu. The pcu alarmed for ¿discharged battery¿ after approximately 1 hour and 40 minutes from the start of the infusion. Battery conditioning was performed on the pcu and the conditioning completed with no errors. The proximate cause of the pcu stopping was a discharged battery. The root cause of the discharged battery is attributed to the age of the battery and improper battery maintenance.

Event description:
The customer reported that while transporting a patient from the operating room to the recovery room the pcu stopped working. The device was infusing an unspecified solution. There was no patient harm.